Manufacturer narrative:
(B)(4). Product information update: product ID : 82-3110 lot number : p1246 serial number : (B)(6). DHR - conformed to the specifications when released to stock.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
(B)(4). The hakim valve was returned for evaluation: - review of the history device records was not possible as the lot number was unknown - failure analysis - the valve was visually inspected; the stator was dislodged as well as a bump mark and crack in the valve casing were noted. The valve could not be program or pressure tested due to the dislodged stator. The valve passed the test for occlusion, leak and magnets. The valve could not be reflux tested due to the dislodged stator. It was dismantled and examined under microscope: a crack and a bump mark were noted in the valve casing. Corrosion was also noted on the stator. - the root causes for the dislodged stator could be partly due to the valve receiving a hard knock. The root cause for the bump mark and crack in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined.

Manufacturer narrative:
Additional information received: the explantation was on (B)(6) 2019 the implantation can no longer be reproduced because the pre-treatments took place in other hospitals.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Between (B)(6) 2019 and (B)(6) 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from (B)(6). Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on (B)(6) 2020 to report these issues regarding MDR reports.

Event description:
A facility reported the hakim valve wheel broke. A shunt dysfunction has been detected with valve dysfunction. The distal catheter was revised, and two days later valve was replaced because of a broken wheel.